Manufacturer narrative:
Based on the information provided, it is unknown how that device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. Medical records were reviewed by post market clinical staff. It appears that on (B)(6) 2014, this patient was admitted into tht hospital with a dialysis catheter that would not fully drain. The patient was sent to the emergency room where attempts were made to unblock the catheter. Attempt to unblock the catheter failed and a non-tunnel central line was inserted. Patient was discharged on hemodialysis with instructions to follow up with dialysis clinic to have peritoneal dialysis catheter in one week. There is no documentation in the medical record that shows a causal relationship between the liberty cycler and the patient's blockage issues. Peritonitis is a known complication of peritoneal dialysis caused by poor aseptic technique or a break in the sterile field. There is no documentation in the medical record that indicates a causal relationship between the liberty cycler and the diagnosis of bacterial peritonitis.

Event description:
Medical records have been provided by the patient's dialysis center. Patient is an (B)(6) male who was admitted into the hospital on (B)(6) 2014 due to dialytic issues. A few weeks prior to this admission, the patient had an episode of hemoperitoneum of unclear etiology that had imp;roved during the previous three weeks, the patient had increased issues with fill drain, pain and sluggish catheter performance. The previous two days, the patient was unable to fully drain. Peritoneal dialysis fluid had fibrin and the peritoneal dialysis catheter was unable to be flushed. The patient was sent to the emergency room where the patient's peritoneal dialysis catheter was not functional. The patient had a non -tunnel central line placed and admitted due to a dysfunction of peritoneal dialysis catheter which appears to have "ansen" from his episode of hemoperitoneum. The patient's inability to fully drain had led to increased shortness of breath, increased edema and hyponatremia. He was placed on hemodialysis. The patient was also suspected of having peritonitis and peritoneal culture obtained on (B)(6) 2014 confirmed coagulase negative staphylococcus peritonitis. Patient was discharged on hemodialysis with instructions to go to the dialysis clinic to have peritoneal dialysis catheter flushed in one week.

Manufacturer narrative:
The actual device was returned to the manufacturer for evaluation and a product investigation was performed. A visual inspection of the cycler exterior showed no signs of any physical damage. There were no indications of dried fluid within the cassette compartment underneath the mushroom heads. There are no burrs or sharps inside the cassette door tht may have punctured a cassette membrane. The heater tray/scale was not obstructed. Two simulated treatments were performed and completed without any failures or problems. There were no fluid leaks in the test cassettes during the test treatments. A simulated treatment was performed in which the amount of fluid delivered to a pseudo-patient bag during each fill phase was weighted. The weighted fluid volumes were compared against the programmed fill phase were determined to be within expected tolerance for the liberty cycler. The simulated treatment was performed and completed without any problems occurring. The valve actuation test, system air leak test, pt sensor calibration check were performed and passed. The load cell value and verification was with tolerance. Further evaluation found no device malfunctions that would have caused the reported event. A device record review was conducted and confirmed there were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications. The system level review of the liberty cycler and concomitant product found no indication that the products caused or contributed in any way to the clinical event.

Event description:
A peritoneal dialysis (pd) nurse reported during follow up that the patient was admitted to the hospital on (B)(6) 2014 for a catheter replacement and developed peritonitis while in-hospital on (B)(6) 2014. There was no allegation of device malfunction. There had been no reported fluid leaks during treatment prior to the infection. Patient medical records have been requested.